Event description:
Device malfunction: catheter separation. Time of malfunction: during procedure. Symptoms/ae: none. It was reported that during a stenting procedure of an unspecified vessel, the dynalink stent was successfully deployed at the target lesion. The stent delivery system (sds) was removed from the patient anatomy and an attempt was made to advance a second planned dynalink; however, the sds would not advance. The sds was removed, and an attempt was made to advance a third dynalink sds. The third sds would not advance and was removed. At this point, the physician could see that the inner catheter of the first dynalink sds had separated and remained on the guide wire, preventing the advancement of the second and third stent delivery systems. An absolute sds was advanced over the guide wire and the separated piece, and deployed successfully. The guide wire with the separated piece still on it, was removed from the patient anatomy successfully. There was no intervention and no adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The device has been received; however, the investigation is not yet complete. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all additional relevant information.